Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices banding performed on (B)(6) 2010. According to the complainant, during the procedure, the physician turned the handle to deploy a band and the bands would not release off the ligator head. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that seven bands (6 blue and 1 white) were found intact on the ligator head which were un-deployed with two of the bands being overlapped/ twisted on the ligator head assembly. The teeth on the ligator head were free of damage. The trip wire on the handle assembly was found broken at the proximal end and was kinked at multiple locations. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread was found intact with the ligator head assembly and was not broken. The deployment thread was also found attached to the distal end of the broken trip wire assembly. A functional evaluation to deploy the bands using the handle assembly could not be conducted due to the broken trip wire. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The root cause could not be determined since the device could not be functionally evaluated with respect to deployment of bands due to the condition of the returned device. The most probable root cause has been determined to be operational context as it is likely that anatomical/procedural/operational factors impacted the deployment activity of the bands and caused the bands to stack up on the ligator head and hinder the deployment activity of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices banding performed on (B)(6), 2010. According to the complainant, during the procedure, the physician turned the handle to deploy a band and the bands would not release off the ligator head. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.